Event description:
I was diagnosed with papillary thyroid cancer, heavy metals toxicity and black mold infection due to breast implant illness generated by mentor textured silicone implants implanted back in (B)(6) 2010. Allergan has recalled their implants and mentor should do the same. I've spent years with several health issues including ringing in the ears, loss of hearing, fatigue, joint pain, chronic yeast infections, brain fog and last but not least thyroid cancer. The plastic surgeon nor the MFR warned me about the significant health issues of putting silicone breast implants because it is FDA approved. You should be ashamed of yourselves for allowing these corporations to profit by making women sick and getting cancer. The mfrs need to pay for the emotional and monetary distress. FDA safety report ID# (B)(4).